Event description:
On (B)(4) 2013, intuitive surgical received (B)(4). The event details are provided below: cable break noted during pre-op inspection. Item not used. No harm to patient. This item had 10 uses.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.